Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intermittent withdrawal prior to the pump replacement. The patient had a history of "cerebral palsy with spastic quadriplegia status post shunt infection". The cause of the patient's spasticity was noted to be "cerebral palsy". The event was attributed to "post-op pain/shunt infection". Following the pump replacement, the patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4)

Event description:
Additional information later reported the concentration of lioresal the patient was receiving prior to the pump replacement was 2,000 mcg/ml. Per reporter new drug i.e. Lioresal was used in the new pump at replacement. Lioresal lot #s were unknown. It was unknown to the reporter if any diagnostics were performed to determine the cause of the intermittent therapy prior to the pump replacement. It was also unknown how the patient was doing following the pump replacement and if the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a return of spasticity; the patient had spasticity alternating with normal therapeutic effect. The device system was delivering lioresal. It was later reported that the pocket was revised and the pump was replaced for the alternating symptoms of good therapy and return of spasticity every four days. Additional information has been requested, but it was not available as of the date of this report. For subsequent events, see manufacturer¿s report # 3004209178-2014-12412.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). The pump was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.